Event description:
An attempt was made to use a reef hp pta balloon catheter to treat a 75mm avf lesion with 50% stenosis. Vessel was not tortuous and had moderate calcification. Lesion was pre-dilated with a 6 x 80 x 50 balloon at 22atms. Device was inspected before use and no abnormalities were noted. Negative prep was not performed. No resistance was noted between the device and the lesion. The balloon was inserted through the brachial artery and was inflated to 22atms when it burst. It was intended to keep the balloon at that pressure for 1 minute but it after 10 seconds and a rapid pressure drop was noted. The balloon was removed from the patient. Patient is well post procedure.

Manufacturer narrative:
Evaluation results: (based on the information provided no root cause can be determined). (B)(4).